Event description:
The distributor contacted heartsine to report that their device was presenting an error condition, however there was no confirmation of a failure to the critical functionality of the device. However upon investigation of the device a pogo pin failure was identified. This may prevent the pad-pak from connecting to the device which may result in failure powering on the device. This may delay or prevent defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt an undefined fault code was recorded in the device memory. The fault was attributed to a failure of the positive terminal pogo pin. This had resulted in periods in which the scheduled self-test was not performed and the undefined fault code was recorded in the device memory. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.